Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on the date of report, patient had experienced a hypoglycemic event. Patient claimed her cgm was reading 76 mg/dl and she estimated her glucose was ~20 mg/dl at the time of incident. Patient reports experiencing previous inaccuracies on sensor. Patient's husband noticed she was unresponsive while sleeping in the early morning, and called the paramedics. Upon arrival, paramedics administered glucose. At the time of her call to dexcom technical support, patient reports being in fine condition.